Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to deliver a bolus using the extended bolus feature. Reportedly, the customer was not using the extended bolus feature and was delivering full bolus amount. Tandem technical support provided additional training in regards to bolus deliveries. Additionally, the customer is taking medication which causes insulin sensitivity. Customer's blood glucose (bg) lowered between 28-40 mg/dl. Food was consumed to treat bg level. Recommendation was made for customer to discuss event with a healthcare provider.